Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a mandibular 2 channel surgery, the surgeon noted responses from the nim while stimming known non nerve tissue. Issue persisted across several regions of the patient that were known to be non nerve. Surgeon lowered the stim from .8ma to .5ma, did not resolve issue. There is surgical delay of less than 1 hour. There is no patient injury. Additional information received after follow up that procedure was completed with reported product. The surgeon used their knowledge to complete the surgery with the device.